Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and hypoglycemia. The customer blood glucose level was 20 mg/dl at time of incident and the current blood glucose level was 455 mg/dl. The customer was declined to troubleshooting. Customer experienced symptoms was seizures. The customer was treated with two bags of dextrose, egg omelet and sandwich for low blood glucose. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer reported that they used to auto mode feature at the time of event. Customer was alleging insulin pump was over delivering. The device will not be returned for analysis.